Manufacturer narrative:
H3: product analysis part# 9560523, lot# my13d002, visual- the joint on the bed rail is worn from what appears to be repeated use. This does not appear to be a single event failure but rather general wear. H6: update eval. Code result post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product has reached lab and analysis is yet to begin. A follow- up report will be sent once product analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a bed rail attachment in a planned minimally invasive tlif with metrx /quadrant, which was then decided to be an open procedure by the surgeons. It was reported that investigation after complaint at eoc did a functional check of the items after returning the set from the hospital. The bed rail attachment showed that the mechanism to rigid the arm of the bed rail was locked. The arm was not functional. After unlocking, the mechanism of the arm worked as intended. They discovered that the problem was intermittent. As the bed attachment did not work, the set was only used at the beginning of the surgery. The second bed rail fixation did not work. There were no patient symptoms or complications as a result of the event. The patient did not come in contact with the reported products. The patient is well and the surgery went well. The level implanted was 1. The product was replaced by another manufacturer's product. No further complications were reported/ anticipated.